Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's lead migrated down from t8 to t11. No environmental/ external/ patient factors may have led to or contributed to the reported issue. No troubleshooting performed. Patient had the leads replaced back to original position. Issue is resolved. Lead replaced on (B)(6). No further complications were reported/anticipated.